Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 24-jul-2020. The most recent information was received on 26-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('afterwards the whole back, constant pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), spondyloarthropathy ("joint problem in the cervical spine, since was fitted with essure"), menorrhagia ("haemorrhagic periods"), amnesia ("memory loss") and musculoskeletal discomfort ("neck problems"). The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the back pain, spondyloarthropathy, menorrhagia, amnesia and musculoskeletal discomfort outcome was unknown. The reporter provided no causality assessment for spondyloarthropathy with essure. The reporter considered amnesia, back pain, menorrhagia and musculoskeletal discomfort to be related to essure. The reporter commented: she has been on medication since then, and at the time of this report she could no longer sleep. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: medical history, essure removal date and events haemorrhagic periods, memory loss and neck problems added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4) on 24-jul-2020. The most recent information was received on 05-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('afterwards the whole back, constant pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant) and spondyloarthropathy ("joint problem in the cervical spine, since was fitted with essure"). At the time of the report, the back pain and spondyloarthropathy outcome was unknown. The reporter provided no causality assessment for back pain and spondyloarthropathy with essure. The reporter commented: she has been on medication since then, and at the time of this report she could no longer sleep. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 24-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('afterwards the whole back, constant pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant) and spinal disorder ("joint problem in the cervical spine, since was fitted with essure"). At the time of the report, the back pain and spinal disorder outcome was unknown. The reporter provided no causality assessment for back pain and spinal disorder with essure. The reporter commented: she has been on medication since then, and at the time of this report she could no longer sleep. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.